Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump dripped insulin from the tubing after pressing the release button. The customer's blood glucose level was 154 mg/dl at the time of the incident. The customer was assisted with troubleshooting and was able to prime their insulin pump correctly without wasting insulin. The customer was advised to monitor the issue and call back if the issue persisted.